Event description:
Reporter indicated a patient was noted to have low impedance <600 ohms. The patient did not have any trauma, and did not feel the vns stimulation. The vns was not disabled. The patient recently had vns generator replacement surgery performed on (B)(6) 2012, and diagnostics were within normal limits at the surgery. X-rays were received and reviewed by the manufacturer. The lead pin was noted to be adequately inserted. No anomalies were visualized. Surgery to replace the lead appears likely, but has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated via a manufacturer's implant card received that the patient had vns lead and generator replacement surgery performed on (B)(6) 2012. Device diagnostics were within normal limits with the new devices. The explanted lead and generator were discarded by the hospital.